Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 16, 60, 30, 85 mg/dl. Tests were done within 10 minutes with a difference of 34 mg/dl. Patient did not experience any adverse events. No further information has been reported.